Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in china, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 (s3) valve via a right transfemoral approach. During the procedure, some resistance was noted during insertion of the 14fr esheath. A right common iliac artery dissection occurred, and a covered stent was deployed. The procedure was completed, and the patient was reported to be in stable condition.